Event description:
It was reported that during a vats lobectomy procedure, a device failed. The jaw of the stapler did not open up when the release button was pushed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.